Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2018. According to the complainant, after placement was performed, tube blockage occurred frequently due to kink, and the kink issue was resolved using a biopsy forceps through endoscope. Recurrence of issue within a week was noticed. The procedure was completed with a new endovive three-port through the peg jejunal tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Visual evaluation of the returned device found that the tube had been kinked at 43cm from the distal end. The investigation was consistent with the reported event that the device was kinked. Based on the examination of the returned device, the event description and evaluation of other devices with the same issue of feeding tube kinked, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2018. According to the complainant, after placement was performed, tube blockage occurred frequently due to kink, and the kink issue was resolved using a biopsy forceps through endoscope. Recurrence of issue within a week was noticed. The procedure was completed with a new endovive three-port through the peg jejunal tube. There were no patient complications reported due to this event.